Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the medical staff attempted to place the impella rp numerous times but were ineffective due to the inability to cross the pulmonic valve. It was reported that the case was aborted. No harm reported to patient post procedure.